Event description:
It was reported that a patient experienced peritonitis. The reporter alleged that a defective transfer set was the cause of the peritonitis. The treatment for this event was not reported. At the time of this report the patient status was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.